Event description:
The customer reported that the left monitor went black and the system would not fluoro. This resulted in a loss of the live image and system functionality. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply voltage was adjusted, the generator interface board (gib) was reseated and the gib flash was reloaded. The system was then found to be operating as intended.